Event description:
It was reported during an implant procedure the physician felt resistance advancing catheter. He was not confident if the catheter looped back on itself as he could not see the catheter body under fluoroscopy and was displeased with it. When he pulled the catheter out there was an "obvious bend in the catheter and stylet"; a catheter kink was stated. Physician abandoned this catheter and used an 8709 sc instead. The catheter was discarded. Drug delivered via the device was baclofen. No adverse symptoms were experienced by the patient during the procedure.

Manufacturer narrative:
Catheter model: 8780, serial # (B)(4), implanted/explanted: not implanted and discarded.

Manufacturer narrative:
(B)(4).